Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the keypad button contacts were missing. Moisture was observed on the keypad button contacts. The display was dim with reddish text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display. This report is made based on results of investigation completed on 15-nov-2017.